Manufacturer narrative:
At the time of this report, mentor has received no information regarding an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round moderate profile 325cc saline prosthesis implanted, catalog #3501645, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female had a mentor smooth round moderate profile 325cc saline prosthesis implanted. Deflation was diagnosed by a physical examination on (B)(6) 2017. At the time of this report, mentor has received no information regarding an expected explant date, however, future bilateral prosthesis replacement with mentor gel implants is indicated.

Manufacturer narrative:
The device history record (DHR) of lot number 5963512 was reviewed on 3/20/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).